Event description:
Air compression outage at hosp occurred for 12 mins. Alternate air compressors went on standby, providing air compression for the buildings. All ventilators switched over to standby except one ventilator. Nurse reported that the air pressure alarm in ccu went off, but ventilator did not alarm and ceased working. Nurse immediately bagged the pt manually with assistance from respiratory therapist. Pt's heart rate was elevated and oxygen saturation dropped to 33% pulse ox, but returned to 100% with one or two mins of manual bagging. Pt was restless/agitated and required medications to calm the pt. Pt's condition pre-event was critical but stable; responds to pain stimuli but not commands. Post-event condition is the same as pre-event; pt remains on ventilator. Respiratory therapist reported on arrival during the event, the ventilator was squealing and was then unplugged from air and o2. After the air compression outage was resolved, this ventilator was reconnected to air and o2 and worked as usual. Later the same shift, this ventilator was removed from ccu and remains in biotech. Post-event, the vent was connected to air and o2 in bio-tech; unable to replicate.